Event description:
Legal counsel for the patient alleges patient had an m2a hip arthoplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6), 2011. Patient alleges pain, and elevated metal ions. There has been no further information provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to elevated chromium levels, clear and thick fluid, and reactive and rigid tissue. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges patient had an m2a hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2011. Patient alleges pain and elevated metal ion levels. There has been no further information provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2013-00521 / 00522).

Manufacturer narrative:
This follow-up report is being filed to relay additional information from medical records and blood tests, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00521 / 00522).